Event description:
Patient contacted dexcom to report early sensor shut-off after calibration.

Manufacturer narrative:
Patient reported an early sensor shut-off after two hours of warm-up. There was no difficulty inserting the sensor. Patient cleaned the site and the transmitter with an alcohol swab. There was not alternate preparation used. Transmitter snapped in fully and the sensor wire was present. Patient does not have scar tissue but they steer clear of it. No additional information at this time.